Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. It is unknown if the ipg depleted prematurely, troubleshooting was performed wherein an app update and reconnection using the magnet resolved the issue. Therapy restored.